Event description:
It was reported that the balloon did not inflate at 8 atmospheres and needed to be inflated above rated burst pressure to 20 atmospheres (contrary to IFU) to completely deploy the stent. The balloon was then not able to completely deflate, and the partially inflated device was removed from the patient together as a unit with the guide wire, guiding catheter, and femoral sheath using considerable force, twisting, and pulling. No patient injury was reported.